Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery upon waking up in the morning. The customer's blood glucose reading was 600 mg/dl. Troubleshooting advised the customer to remove and disconnect the set and rewind the pump. The customer indicated that the pump alarmed and insulin did not exit the tubing. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.